Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-01452. Same case as MDR ID# 2134265-2013-01450. Same case as MDR ID# 2134265-2013-01451. (B)(4). In (B)(6) 2013, the patient was referred for cardiac catheterization. The 100% stenosed and 36mm long target lesion was located in the proximal right coronary artery extending to the distal right coronary artery with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.0x16mm, 3.50x38mm and two 3.50x24mm promus element plus stents, resulting in 0% residual stenosis following post dilatation. The following day the patient was diagnosed with non-sustained ventricular tachycardia and myocardial infarction and hospitalization was prolonged. On the same day, elevated cardiac enzymes were noted. The following day, the events were considered resolved and the patient was discharged on ticagrelor and aspirin.